Manufacturer narrative:
The customer did not provide patient demographics such as date of birth and weight for patients designated as patient 2 and patient 3. The vitamin b12 reagent was not returned for evaluation. The cause of the imprecise vitamin b12 results could not be determined with the information available. All related MDR reports: MDR 2122870-2016-00125, MDR 2122870-2016-00126. Beckman coulter internal identifier for this report is (B)(6).

Event description:
The customer reported obtaining non-reproducible vitamin b12 (access vitamin b12) results for three (3) patient samples. Testing was performed on the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system, serial number (B)(4). This report will address two (2) of the patient results (designated as patient 2 and patient 3) obtained on (B)(6) 2016. The customer did not report a change in patient treatment associated with this event. The initial result for patient 2 was above the normal reference range of the assay and not consistent with previous patient sample results. The customer reanalyzed the sample on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system three times. The repeat results were within the normal reference range of the assay. The initial result was reported outside the laboratory. The initial result for patient 3 was within the normal reference range of the assay, but not consistent with previous patient sample results. The customer reanalyzed the sample on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system three times. The repeat results were within the normal reference range of the assay. The initial result was reported outside the laboratory. Calibrations were performing within assay and instrument specifications before and after this event. Quality control (qc) results were not within specifications before patient testing on (B)(6) 2016. System check performed after patient testing was within specifications. A precision study performed after this event generated results that met the assay precision claim. Service was not dispatched for this event. The customer reported that patient samples were collected offsite in serum separator tubes. Upon arrival in the laboratory, samples were centrifuged for ten (10) minutes at room temperature; the speed of the centrifuge was not reported. There was no indication of sample integrity issues related to this event. MDR 2122870-2016-00125 will address one (1) additional patient (designated as patient 1); results were obtained on (B)(6) 2016.